Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cassette error occurs whenever the latch was closed. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "a cassette error occurs whenever the latch was closed¿ was confirmed. The probable cause was the pump was out of calibration and motor over-revved. The pump was calibrated, the software updated, and the motor changed because it exceeds 6,000,000 revolutions. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.